Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the right eye on the second surgeon side console (ssc); ssc2 was black. The customer contacted dvstat technical support engineer (tse) to report the issue. Onsite logs did not reflect any ssc related issues. The caller reported there were no cables connected to the back of the ssc. Tse recommended that the caller power cycle the system to restore the right eye. The reporter does not want to power cycle at this time as the surgeon is proceeding with the procedure. The reporter will power cycle if the procedure allows. The procedure continued to be completed as planned with no reported injury. The customer later called the tse back and reported that the right eye did not come on after the power cycle. The tse asked the customer to do one more power cycle and see if the right eye flickers or reacts in any way at power up, she said that the right eye stayed black the entire time. Ssc sn confirmed: (B)(6). It was confirmed that the procedure completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation has been completed. The fse was not able to replicate the issue but the customer had rebooted the system without change. The fse replaced the personality module surgeon console (pmsc) and right side high resolution stereo viewer (hrsv) according to isi procedures. Parts replaced to correct the reported problem. System tested and verified as ready for use. Isi received the hrsv involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed. The unit was no trouble found no trouble found. Intuitive surgical, inc. (Isi) received the pmsc (pn: (B)(4) ) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed. Visual inspection found that the dvi connector on vil1 was damaged. The board was installed onto the pca test system and ran 10 minutes sine cycle, 20 power cycles and sitting idle overnight without any errors. Video test found good video on both eyes with no anomalies. No trouble was found. The scl2 will be replaced as a precaution.